Manufacturer narrative:
The medtronic representative performed an imaging system check-out and reported that the ias software was corrupt. Reloading the software, deleting corrupt files, and recalibrating the system resolved the reported issue. The imaging system then functioned properly. This event was identified during a retrospective review as discussed with the FDA (B)(4) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the site had connectivity issues with the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.